Event description:
A pharmacist reported that following insertion of an intraocular lens (iol), the haptic was noted to be broken. The iol was removed and replaced during the same surgical procedure. The surgical procedure was delayed by thirty minutes and the surgeon reported the patient experienced extra pain which was treated with medications. An unapproved viscoelastic was reported to have been used during the surgical procedure. In a follow up with the surgeon, it was reported the haptic became blocked between the stamper and the cartridge. On the first postoperative day, there were a few descemet folds, but apart from that a calm anterior chamber was reported. The surgeon reported the patient's postoperative course was uncomplicated.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned positioned incorrectly. Blood and solution are dried on the lens. One haptic/optic junction is torn/split/cracked on one post of the lens case base. The other haptic is broken/torn-not returned. The optic is torn/split-possibly cut. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. (B)(4).